Event description:
The following has been reported: biomed reported: after powering on the pump and waiting 1-2 minutes without a cartridge loaded. It will give a red light pump failed message. Sending to depot. Received at depot. Confirmed pump problem error wait for log review. Logs reviewed at (B)(6). Preliminary investigation: pneumatic valve 2 fail. Pneumatic fail when cassette is loaded. Replaced full pneumatics system. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing - final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 16:00 06/06/26. Taken out of heratherm @ 04:00 06/07/26. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to (B)(6). Return to service. Provisioned pump. Software update complete. A preliminary review identified the following issue: pneumatic valve leak failure (valve 2). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.